Event description:
Pt underwent cervical spinal fusion surgery, on mar 7, 2006, at the c3-c4 cervial disc space. The surgeon successfully reamed with the adjustable 10mm reamer to a depth of 12mm and implanted a 10 x 12mm titanium cage. Surgeon felt that the cage was placed too 'proud' (anterior) and chose to remove the cage and rean to a deeper depth so that the leading edge of the cage would be flush with the anterior surfaces of the cervical vertebrae. The surgeon allegedly set the reamer to a depth of 20mm and proceeded to ream. The surgeon stopped reaming after two or three turns and took a flouro image to ascertain the reaming depth. The surgeon removed the reamer after analyzing the flouro image as it had become appearent that the reamer was close to the dura. Upon removal of the adjustable reamer, it disassembled. The surgeon used flouro and suction to ensure that no parts of the reamer remained in the wound site. Post-op follow up of the pt confirmed the abscence of any symptoms that would suggest damage to the dura.